Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. A follow up MDR will be submitted upon completion of the plant's investigation. This event is one of four reported from the same clinic in the same time frame for 4 different patients.

Event description:
A peritoneal dialysis patient reported that four patient's at her clinic have had recent cases of peritonitis. A follow up call was made to the patient's nurse who reported that there has been four cases of peritonitis. The nurse reported that this patient was diagnosed on (B)(6) 2017, and the culture showed gp cocci, gn rods moraxella catarrhalis. . The fluid culture result showed gram positive cocci, gram negative rods and the organism moraxella catarrhalis. The patient was not hospitalized and treated in the clinic via the intraperitoneal route with vancomycin 1.5 grams and ceftazidime 1 gram. The nurse reported that the peritonitis was due to a breach in aseptic technique. The patient had been performing peritoneal dialysis treatment since april 2015. The nurse reported that the patient recovered and continued peritoneal dialysis treatment with no further issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer were reviewed and a serial number was not able to be determined. However, a cycler is not released unless the labeling, material, and process controls were within specification.